Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet device screen was cracked and unresponsive, rendering the device unusable; the user transitioned to mdi and the device had been synced prior to shutdown. Symptoms included no injury. Outcomes included temporary interruption of pump therapy and use of alternative therapy. Investigation included complaint intake, troubleshooting with the user, and arrangement for device return and replacement. Investigation of this case revealed physical damage to the display consistent with a cracked screen that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.